Manufacturer narrative:
Correction: model #. Device evaluation: eight sections. Upon completion of the investigation it was noted that the product was received in (B)(4) the 18th january, 2016. The product was tested in (B)(4) and an issue was reported (noise in the vpv). The product was forwarded to our supplier (B)(4): the investigation on the supplier detected that the transmitter is too old and that the ferrite is well not fixed. Transmitter cover, transmitter switch and dome plug has been replaced and the ferrite has been re-fixed. A DHR review was performed for the vpv programmer 82-3192 s/n: (B)(4) (lot#cjfdhd), and the lot met specifications when released on may 20th, 2008. The root cause of the noise in the vpv is due to a normal use. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
510 (k) #'s: k061876 & k050739. (B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
While reprogramming the hakim programmable valve, the unit continued to over heat. It began to over heat from the beginning of the procedure. Staff used same like unit to continue with no further issues. Delay 1 hour. Reprogramming is usually carried out at the ward.